Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed in the infusion set tubing. Additionally, it was reported intermittent occlusion alarms occurred. There was no impact to customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.